Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake. The patient was not hospitalized for the peritonitis event. The patient was treated with vancomycin injection (1 gram stat, route, frequency and duration not reported) and meropenem injection (1 gram, stat followed by 1 gram per day, route and duration not reported) for peritonitis. Pd therapy was ongoing. The patient has recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.